Event description:
It was reported that during a procedure unrelated to the pump, the catheter was "nicked". They did a revision to fix the "problem". It was noted they were concerned that some of the drug had leaked out of the catheter during the revision. Dilaudid was reported to be the "primary" drug in the pump. It was further reported spinal segment was the location of the issue. The catheter was nicked during another surgery. A small portion of the catheter was "cut off" and a connector pin was used to repair it. All the removed catheter was measured and the pump was given a new catheter length. No unwanted segments remained. The patient remained in the hospital for a few days following the orthopedic surgery and the healthcare professional (hcp) was going to be checking on him daily.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).